Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During inspection the force sensing resistors (fsr's) were observed to be out of range. The cause could not be determined. The fsr's were replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order.

Event description:
During the on-site product evaluation, the baxter service technician found that the flogard infusion pump had force sensing resistors that were out of range. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.